Event description:
On some days the device does not work. The left side was programmed at 0.7 and right at 0.9. The patient could not feel stimulation until the device was increased to 1.3 and then was set to 1.4. Additional information has been requested.

Manufacturer narrative:
(B)(4). Lead model 3778-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: na. Lead model 3778-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: na. Programmer model 37743 serial# (B)(4) . Recharger model 37752 serial# (B)(4).